Event description:
During endoscopic procedure ligating shears in pt, an "electrical buzzing" sound was noted. Shears removed from the pt. It appeared they continued to heat without switch being depressed. A brief flame was noted, shears disconnected from power source.